Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (delivered low energy pulse during functionality testing) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermally damaged u727 and esd700 components on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it delivered a low energy pulse during incoming functionality testing.